Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 88 year old male presented with a myocardial infarction with beginning cardiogenic shock. An impella cp was inserted but needed to be replaced due to the physician puncturing the catheter with a needle during single access. Following transfer to the intensive care unit, the patient suffered a macrohematuria with normal plasma-free hemoglobine levels. After 4 days of support, the device could be successfully weaned and removed.

Manufacturer narrative:
B1 added selection due to codes being updated. B3 date was reported incorrectly on the initial report and was revised. B7 information was added as it was omitted from the initial report that was submitted. D1 was revised. D4 revised catalog as it was reported incorrectly on the initial report that was submitted. G3 date should of reflected 11/07/2025 on the initial report that was submitted. H6 upon investigation review, codes were revised. E1302 was removed and e 2403 was added. A0709 and e0502 were removed and a04 was added.